Manufacturer narrative:
Additional information has been requested from the field. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and unknown right ventricular (rv) lead exhibited high out-of-range shock impedance measurements via the remote monitoring system. Boston scientific technical services (ts) explained normal range and provided possible causes in addition to suggestions for system integrity assessment. No adverse patient effects were reported. This system remains in service.